Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 54-300's mg/dl. A system check was performed using the current supplies and the occlusion alarms were verified. After the system check, a test bolus was delivered and no additional occlusion alarms occurred.